Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an eval or if any add'l info becomes available.

Event description:
The facility rep reported an infusion pump with a failed accuracy test as an over-infusion during biomed testing. The hospital rep stated that there were no reports of patient injury or medical intervention. No add'l info is available.